Event description:
The customer reported "touchscreen is also not responding and needs to be repeated multiple times". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.